Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - us was selected for use, as physician advanced the catheter inside the sheath, physician made sure to aspirate and flush but kept seeing air bubbles. It was tried to flush and aspirate again and tried to advance the catheter, but bubbles continued to be seen, it was decided to open another faradrive and procedure was completed successfully. No patient complications were reported.